Event description:
It was reported that the vns patient passed away. The physician did not know the date or cause of death. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.